Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and two shocks for ventricular tachycardia (vt). Technical services (ts) reviewed device data and determined the rhythm was ventricular driven because the ventricular rhythm was slightly faster than the atrial rhythm. The atp bursts were not effective at breaking the rhythm. The second shock slowed the rhythm, but ts couldn't determine if this broke the rhythm. The logbook showed similar episodes starting in (B)(6) 2026. This ICD remains in service. No adverse patient effects were reported. Additional information was received. The patient went to the emergency room (ER) due to their vt. When the patient was interrogated in the ER, the vt had broken and the patient was in normal sinus rhythm. The patient was prescribed amiodorane and discharged. The patient was scheduled to come into the clinic to determine how they're tolerating the medication and determine if it helped their vt.